Event description:
Complaint alleged the plug is broken. Loss of ground, no exposed wires.

Manufacturer narrative:
Tech found the bed in 2-west-storage hallway. Found plug p/n 38537 missing the ground pin. Loss of ground, no exposed wires. Replaced plug p/n 38537 to resolve this issue.